Event description:
MFR rec'd a report from a user alleging that while going down a ramp from a vehicle, the chin control swung away and the user drove off a hill. During the time of the incident, the chair was in the latch-mode. As a result of the incident, the user broke a leg.